Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer reported that blood glucose was 67 mg/dl and treated with glucose tablets. Customer states that sensor reading was 250 so customer treated for high blood glucose. While customer was treating, a motor error was received. Customer continued to treat and blood glucose elevated to 428 mg/dl. Customer called doctors and went to the emergency room on (B)(6) 2015 with blood glucose of 300 mg/dl. Customer was hospitalized due to having ketones. Customer reported that healthcare professional requested that insulin pump be replaced and customer did not want to do troubleshooting. Insulin pump would be replaced.